Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the customer: material no: 368607, batch no:8333993. It was reported the pink safety mechanism comes loose and falls off with no manipulation. Vacutainer eclipse blood collection needle 21 g x 1 1/3 #358607 has been giving them problems for several weeks. The pink safety mechanism comes loose and falls off with no manipulation. He personally had it happen several times with lot number #8333993 most recently. In one instance, he almost stuck himself.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the customer: material no: 368607, batch no: 8333993. It was reported the pink safety mechanism comes loose and falls off with no manipulation. Vacutainer eclipse blood collection needle 21 g x 1 1/3, #358607 has been giving them problems for several weeks. The pink safety mechanism comes loose and falls off with no manipulation. He personally had it happen several times with lot number #8333993 most recently. In one instance, he almost stuck himself.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.